Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use with a bd vacutainer® 9nc 0.5 ml 0.105m buffered trisodium citrate blood collection tubes the stopper came out. The following information was provided by the initial reporter, translated from french to english: during blood collection, the tube disconnected and fell on the ground.

Manufacturer narrative:
Medical device brand name: bd vacutainer® 9nc 0.5 ml 0.105m buffered trisodium citrate blood collection tubes. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® 9nc 0.5 ml 0.105m buffered trisodium citrate blood collection tubes the stopper came out. The following information was provided by the initial reporter, translated from (B)(6) to english: during blood collection, the tube disconnected and fell on the ground.